Event description:
It was reported that the right atrial lead exhibited over sensing of far field r waves, causing auto mode switch episodes. The device was reprogrammed. The patient was stable and asymptomatic. The patient would be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).